Manufacturer narrative:
(B)(4), the customer reported front panel keys were not functioning. There was no report of pt involvement or impact. The device was evaluated by a local philips rep, who resolved the issue by replacing the front bezel/keypad.

Event description:
The customer reported front panel keys were not functioning. There was no report of pt involvement or impact.